Manufacturer narrative:
07-nov-2017 product investigation results: reporter returned product on 28-sep-2017. Product was received and investigated. Investigation showed that the product is according to technical specifications, no failure could be found. Based on investigation no manufacturing issue.

Event description:
Cut outside cheek - face [laceration]. Brush head came off and cut outside of cheek [injury associated with device]. On first use, the brush head came off, head comes off too easily [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on 14-aug-2017 that he had a new oral-b power rechargeable toothbrush handle professional care 3756. He explained that on the first use, the oral-b brushhead, version unknown came off and he cut the outside of his cheek while attempting to brush his teeth. He asserted that the brush head came off too easily. The case outcome was unknown. Treatment details: unknown. Relevant history: unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut outside cheek - face [laceration], brush head came off and cut outside of cheek [injury associated with device], on first use, the brush head came off, head comes off too easily [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that he had a new oral-b power rechargeable toothbrush handle professional care 3756. He explained that on the first use, the oral-b brushhead, version unknown came off and he cut the outside of his cheek while attempting to brush his teeth. He asserted that the brush head came off too easily. The case outcome was unknown. Treatment details: unknown. Relevant history: unknown. No further information was provided.